Event description:
Premature, early, battery depletion occurred with the implantable neurostimulator (ins). Parkinson¿s symptoms appeared on the left side of implant. Impedance testing and reprogramming was performed. The ins was replaced. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at elective replacement indicator (eri) or end of service (eos) and the longevity was not met. The cause was unknown.

Event description:
Additional information received from the manufacturer representative reported that the impedances during the implanted lifetime were between 700 and 1200 ohms. The setting was in voltage with no current and was in continuous mode. The device was in end of service (eos) mode. Now the patient was good and was with effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.